Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check with tandem technical support verified the pump was functioning as intended. However, occlusions continued and clinical troubleshooting exhausted, a replacement pump was sent to resolve the issue.